Event description:
It was reported that when using the bd pyxis¿ medstation¿ es displayed a blue screen with a message indicated that repair was needed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station stuck on blue screen. A field service engineer (fse) found the station stuck on a blue screen and unable to boot, reimaged the system using version 1.74, and installed remote support service and all required software. Fse confirmed that all drawers came online, and diagnostics confirmed proper functionality, with successful remote access verified. The system functioned as intended after the field service engineer repaired the device.